Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed anterior leaflet, and pre-existing flail. A mitraclip xtw was inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 30 degrees. It was noted the clip remained stable on the leaflets. A second clip was inserted and deployed lateral to the first deployed clip, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported unintended movement of clip open while locked appears to be related to pre-existing patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.